Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device displayed a failed transmitter error. No additional patient or event information is available. The device was returned for evaluation. An external visual inspection was performed and passed. Global transmitter functional test was performed and no defect was found. The reported failed transmitter error could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.